Manufacturer narrative:
E1: reporter phone number (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient was experiencing discomfort at the anchor site. Surgical intervention took place on (B)(6) 2026 wherein the anchor was repositioned to address the issue.